Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer reported that the end users daughter stated that there was smoke coming from the bar600ivc bariatric bed. The smoke was coming from the junction box. Dealer instructed the consumer to unplug the bed and to not use the electronics. No injury.

Manufacturer narrative:
Updated information was added to reflect the junction box being returned to the manufacturer for evaluation. Fields were updated accordingly. The product was returned for evaluation of a smoking junction box, and subsequent testing verified the complaint. Expanded evaluation: utilizing existing complaint information, actual observations and functional testing for the returned product in its "as received" condition, the complaint was confirmed for the failing junction box. The underlying cause was due to the c2 capacitor failing. There was discoloration around the existing hi/lo bed female/male motor connector. A CAPA was created to address the snubber capacitors in the junction box failing resulting in smoke and flames exiting the enclosure. It was concluded that there are no deficiencies in the snubber design and that the voltage rating of the capacitor is correct. The root cause of the capacitor failure was due to excessive dv/dt (high voltage spikes) applied across the capacitor.

Event description:
Dealer reported that the end users daughter stated that there was smoke coming from the bar600ivc bariatric bed. The smoke was coming from the junction box. Dealer instructed the consumer to unplug the bed and to not use the electronics. No injury.